Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen via implantable pump. The indication use was I ntractable spasticity. It was reported that they refilled her pump two weeks ago and increased the rate. It was sent to deliver a bolus daily, but now the pump is rapidly alarming. The patient stated that they did intense physical therapy today where they had her strapped up into all sorts of contraptions and it was hurting a little bit, but they put a gel pack on it, so it went rubbed but they think they were probably rubbed. The patient also mentioned that they have a very bad urinary tract infection (uti) so they thought that was what it was, but they need to figure out where to get it checked because they had gone through withdrawals twice in her life in 20 years and it scares her to death because her mental state is severely altered. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated that the hcp was closed but they spoke to the nurse who directed the patient to the emergency room (ER). The patient mentioned that they have a traumatic brain injury.